Manufacturer narrative:
Hillrom¿technical support contacted the account two additional times trying to obtain the resolution for this event. The bed could not be located. Based on this information, no further action is required. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare® bed components are functioning as originally designed head section motor examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly repair or replace the side rails as necessary. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on december 2015. It is unknown if the facility performed any other preventative maintenance on this bed. Hillrom technical support contacted the account two additional times trying to obtain the resolution for this event. The bed could not be located. Based on this information, no further action is required. H3 other text: 3 attempts. Could not locate bed.

Event description:
Hillrom received a report from a hillrom technician stating the bed head section would operate intermittently and unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from a hillrom technician stating the bed head section would operate intermittently and unintentionally. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).